Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited a diagnostics anomaly and error message stating that the programmed settings were changed. The device was reprogrammed. No patient symptoms were reported.